Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported an 82-year-old male patient with pre-operative placement was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported after the coronary artery bypass graft, the 5.5 was directed towards the mitral valve. The doctor tried to reposition the 5.5 in the intensive care unit but stated it felt like there was torque near the blue suture hub just past the locking mechanism, so they were unable to torque the pump back into position. The patient developed hemolysis but did not develop mitral regurgitation or ectopy. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue and the hemolysis has been completed. Data logs were reviewed which showed the pump ran without issue. There were no motor current spikes and suction alarms were triggered but resolved quickly. Logs also showed some alarms impella position in aorta on near the end of the case, but unrelated to hemolysis event. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. B1-selected product problem. F6/f8 should have been left blank in the initial report.